Event description:
It was reported that there was a sound coming from the power supply and the programmer could not boot past the medtronic logo. It was requested that the programmer be returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however a very slow reboot was confirmed. It was also noted that the stylus was missing, the printer output was not readable, and the upper handle was damaged.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).